Manufacturer narrative:
Device used for treatment, not for diagnosis. This report is for an unknown 2.4 mm / 3.5 mm locking compression plate. Article does not specify which plate was used. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: tsitsilonis (2016).fracture severity of distal radius fractures treated with locking plate correlates with limitations in ulnar abduction and inferior health-related quality of life. German medical science (gms) interdisciplinary plastic and reconstructive surgery deutsche gesellschaft für plastische und wiederherstellungschirurgie (dgpw), volume 5, pages 1-8. This was retrospective review of a study performed between 2008-2009. The purpose of the study was to evaluate the functional and radiological outcome of patients with distal radius fractures treated operatively with a locking compression plate (lcp) in correlation to fracture severity, loss of reduction and examine complication rates and health associated quality of life. A study population consisted of 128 patients with a total of 130 distal radius fractures. The mean follow up period was 22.7 months. There were 85 women and 74 men, with a mean age of 58.1 years (range, 17¿92 years). The mechanism of injury was fall from standing height, fall from greater height, road accident and sports accident. The fracture was treated operatively with 2.4 mm and 3.5 mm locking compression plate, synthes, (B)(4). A total of 94 patients were treated with a 2.4 mm locking compression plate and about 33 patients were treated with a 3.5 mm locking compression plate. In 3 patients, both 2.4 mm locking compression plate and 3.5 mm locking compression plate were used. Per the article, at final follow up, postoperative fracture reduction was excellent with a minimal loss of reduction. There was no reported product malfunction. However, the following complications were observed: however, the following complications were observed: twenty-six (26) patients had intermittent mild pain (weather associated). Seven (7) patients presented with intermittent paraesthesias of the wrist. Seven (7) patients had persistent swelling. Three (3) patients tenosynovitis of finger flexor was observed (tendon associated complication).. Three (3) patients tenosynovitis of exterior pollicis longus muscle tendon was observed (tendon associated complication). This is report 1 of 1 for (B)(4). This report is for an unknown 2.4 mm / 3.5 mm locking compression plate.